Manufacturer narrative:
Event date is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported patient lost therapy due to not charging the device for almost 4 months. Patient also saw the error code in patient controller. Manufacturer representative met with the patient and was unable to communicate with external devices and found ipg to be inoperable. As a result patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.